Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient requested compatibility guidelines for external defibrillation in case they have any heart issues during their hand reconstruction surgery tomorrow. The patient stated that they are concerned because they coded during their trial procedure. Guidelines were reviewed with the patient. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.